Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf138) related to the pneumatic block, however, performance testing could not reproduce the reported complaint or sf138. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to intermittent connection of the expiratory flow sensor while sf138 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in an unexpected restart of the device while using its external battery. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in an unexpected restart of the device while using its external battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4). Device received, evaluation pending.